Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening, crease flat and wear abrasion. Weight measurement identified the device was underweight. A microscopic analysis was performed which identified a striated edge opening, consist with use of a surgical tool. Based on the device analysis, the final assessment is a striated edge opening on anterior side due to surgical damage.

Event description:
Healthcare professional reported left side "pain, deformation", and capsular contracture, baker grade IV. Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side "pain, deformation", and capsular contracture, baker grade IV. Device was explanted.